Manufacturer narrative:
Additional information can be found in sections d10, g4, g7, h2, h3, h6 and h10. 61 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Sql logs were reviewed and did not find any fire failures but found a drive train failure during clamp. The stapler came back with a stuck green reload. It is likely that the instrument was removed without unclamping, which caused the jaws to be stuck. Additional findings not reported by the site: the instrument was found to have broken stapler release kit (srk) tip lodged in backend in hole 1. The instrument was found to have loose staples lodged in jaws at the detect load unit (dlu) pins. The instrument was found with a broken grip cable at the proximal end likely caused by using the srk.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in sections d10, g4, g7, h2, h3, and h10. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter provided details of the sequence of events- while the customer was working on the pulmonary lobectomy procedure, they received an error while clamping on the bronchus tissue. At this point the surgeon had not fired the stapler and was not able to unclamp the tissue. The staff used the instrument release kit (irk) to release the tissue. The site pressed the emergency stop button and then called the clinical sales representative (csr). They were able to undock the arm in which the stapler was clamped to the tissue and release the instrument by openings the instrument jaws. The robot stayed docked and they used a laparoscopic stapler to fire across the bronchus. There was no blood loss during this part of the procedure and no patient complications. The customer said that they were returning the green reload and the instrument. Isi received the irk that was alleged to be involved with this complaint and completed the device evaluation. The irk was returned to isi with the stapler for evaluation. The irk was found to have no damage. There was no broken tip identified, as had been reported for the irk. Isi received the stapler sheath that was alleged to be involved with this complaint and completed the device evaluation. The instrument was returned to isi for evaluation with no reported issue and an investigation has been completed. A visual inspection found no damage. Isi also received the stapler reload that was alleged to be involved with this complaint and completed the device evaluation. The reload was returned to isi for evaluation with no reported issue and an investigation has been completed. Upon visual inspection, the returned reload appeared to be unused. The reload was installed in an in-house stapler 45 and placed on the in-house system and a "used reload" error appeared. Once the reload has been placed in an instrument and onto the system, regardless of whether the reload was fired or not, it can no longer be used again, and the "used reload" message will be generated. The reload was opened for inspection and no damage was found to the cartridge, leadscrew, or the blade.

Manufacturer narrative:
Isi has not received the stapler 45 for evaluation. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Based on the information provided at this time, this complaint is being reported due to the following: during a da vinci assisted procedure pulmonary lobectomy procedure, it was reported that stapler 45 had an incomplete fire. When the surgeon attempted to remove the stapler, the jaws would not unlock. In addition, the site the instrument release kit (irk) and the tip of the wrench broke off, in one of the holes. A broken instrument release kit (irk) tool in the endowrist stapler instrument housing can necessitate medical intervention due to the irk breaking and not allowing the instrument grips to open.

Event description:
During a da vinci assisted procedure pulmonary lobectomy procedure, it was reported that the stapler 45 had an incomplete fire. When the surgeon attempted to remove the stapler, the jaws would not unlock. In addition, the site the instrument release kit (irk) and the tip of the wrench broke off, in one of the holes. Through some manipulation of the wheels the site was able to manually open the jaws. The procedure was completed and there was no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter provided details of the sequence of events- while the customer was working on the pulmonary lobectomy procedure, they received an error while clamping on the bronchus tissue. At this point the surgeon had not fired the stapler and were unable to unclamp the tissue. The staff used the instrument release kit (irk) to release the tissue. The site pressed the emergency stop button and then called the clinical sales representative (csr). They were able to undock the arm in which the stapler was clamped to the tissue and release the instrument by openings the instrument jaws. The robot stayed docked and they used a lap stapler to fire across the bronchus. There was no blood loss during this part of the procedure and no patient complications. The customer said that they were returning the green reload and the instrument. There was no video of the procedure.